Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the folliculitis cannot be ruled out. Folliculitis is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 58-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On april 08, 2025, novocure was informed that, during a transducer array change on (B)(6) 2025, pimple-like sores approximately one centimeter in size were observed sporadically on the patient's left ear and on the posterior left side of the scalp. As a result, optune gio therapy was temporarily discontinued. On (B)(6) 2025, the patient's spouse reported that the patient had been evaluated by the healthcare provider (hcp) and diagnosed with folliculitis. The hcp prescribed doxycycline 100 mg, to be taken twice daily for seven days. The patient resumed optune gio therapy the same day. However, on (B)(6) 2025, it was reported that the prescribing physician evaluated the patient and advised discontinuing therapy again, pending a follow-up visit scheduled for on (B)(6) 2025. Attempts to contact the prescribing physician were made, although no reply was received.